Manufacturer narrative:
D.4 UDI (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 9 months and 21 days post-implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the valve failed due to stenosis with a reported mean gradient of >50 mmhg, an aortic valve area (ava) of 0.8 cm2 by continuity equation, and an ava index of 0.3 cm2/m2. The patient presented with dyspnea, fatigue, and heart failure. A successful valve-in-valve procedure was subsequently performed using a 26 mm sapien 3 ultra resilia valve. Per the medical opinion, the first tavr valve was oversized and deployed deeply to avoid blocking lca. The waist from surgical ring was about mid s3 height and was only 25mm true ID. Likely caused pin wheeling.